Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading the cartridge onto the pump. Reportedly, the customer loads the cartridge with cold insulin. Customer's blood glucose level was 92 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy. Tandem technical support educated the customer that loading cold insulin onto the cartridge was off-label and could cause fill estimate discrepancies. Reportedly, the customer had an alternate pump for insulin therapy.